Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the left bundle branch block (lbbb) resolved sixteen days following onset rather than the previously reported resolution date of approximately two months and three weeks after onset.

Manufacturer narrative:
Product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: compression loading system; implant date n/a; explant date n/a product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system; implant date n/a; explant date n/a updated data: d10 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter bioprosthetic aortic valve, post-operative left bundle branch block (l bbb) was identified. Diagnostic tests were performed. No treatment was reported and the outcome of the lbbb was not provided. Additional information was received to report following deployment of the valve, a prolonged qrs complex was observed. Subsequently, a temporary pacemaker was placed via the right internal jugular vein for precautionary purposes. Telemetry from the overnight hours was reviewed and showed no pacing was required. The patient's hospital admission was prolonged due to the lbbb. The lbbb was resolved approximately two months, three weeks after onset.